Event description:
Revision surgery due to nail breakage the recon screwdriver did not turn, and the end cap became worn. The surgeon tried to insert the screwdriver without the rod, but the tip of the screwdriver was twisted and deformed. Additional information - the nail did not break. Proximal tibial bone around nail breaks.

Manufacturer narrative:
Correction - please refer h6 - (device code grid and clinical signs code grid), d9 - product available to stryker the reported event could not be confirmed since the device was not returned for evaluation but with provided additional information it was confirmed that there was no nail breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the additional information the event is not confirmed as there is no breakage of nail in the procedure. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Revision surgery due to nail breakage the recon screwdriver did not turn, and the end cap became worn. The surgeon tried to insert the screwdriver without the rod, but the tip of the screwdriver was twisted and deformed.